Event description:
It was reported that an ilet user experienced repeated cgm signal loss between the ilet and a dexcom g7 over several weeks, resulting in no glucose readings displayed on the ilet; the caller attributed the issue to the ilet, while the agent indicated it could be related to the cgm sensor or connection. Symptoms included intermittent loss of glucose data visibility on the ilet. Outcomes included disruption of automated insulin dosing guidance due to absent cgm data. Investigation included customer education and troubleshooting for cgm connectivity and alert review. Investigation of this case revealed that the responsible device for the signal loss was not identified. It was concluded that no device malfunction could be confirmed and continued troubleshooting with the user present would be required.